Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: one side of y-site does not flush through.

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: one side of y-site does not flush through.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that one side of y-site does not flush through. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20159e because a lot number is unknown. Even though no sample/photo was received and failure could not be confirmed, CAPA#: 1998036 has been initiated to investigate the customer¿s reported failure mode. A trend for this occlusion issue has been identified for this product line, and a team has been assembled in order to investigate the issue.